Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this pacemaker battery may have exhibited premature battery depletion. This device was explanted one year ago, due the patient's heart rate was not as expected and a battery indication of end of life (eol). The patient felt that this was sooner than expected. Programming changes were made prior to explant increasing the voltage as this patient is pacemaker dependant and had an av node ablation. It is suspected that those changes decreased battery life. To date, there have been no adverse patient effects reported.